Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence resulting from a hole in the cuff with an artificial urinary sphincter (aus). The aus 4.0cm cuff was explanted and a new aus 4.0cm aus cuff was implanted.